Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fc700su - pas-port proximal anastomosis system. According to the complaint description, the vein graft came off from anastomosis. It was reported that passport system was used for opcab. After the anastomosis of the vein graft to the aorta was performed (knob rotation), the vein graft (svg) came off from the anastomotic site and caused bleeding. The bleeding of hole by pps cutter was stopped with a finger, then svg was anastomosed by hand sewing using a side clamp to complete the procedure. An additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Updated h6: codes: investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a product safety case(psc-2020-033) was initiated. Any action regarding CAPA will be addressed with this case. A product recall (fsca-255) was initiated. Product not sold nor marketed any longer.